Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a recent history of a 30-day hospitalization during which time a purewick female external catheter was in place. Stated that they were discharged to a rehabilitation facility and then brought back to the hospital 2 days later with a urinary tract infections and fungal infection across the perineum and vagina. Chart review of the previous hospitalization revealed that there was no documentation of the purewick ever being changed by nursing, although it was documented that it was in use. It was unknown if the device had been changed and simply not documented, and so, if it had been changed, it was unknown if it had been done frequently enough. The patient was readmitted to the hospital with septic shock requiring vasopressors as a result of a urinary tract infections and also required antifungal treatment for their fungal infection. This patient suffered a life-threatening complication from purewick use. Septic shock could result in patient death, even if appropriate antibiotics were started, fluid resuscitation was given, and vasopressors were used. The patient also had an increased risk of delirium from urinary tract infections and critical illness requiring care in the intensive care unit. Changing the purewick device, tubing, and suction along with skin checks could have prevented the complications resulting in hospitalization and it was important to note that the lack of appropriate nursing documentation makes this case difficult, as it was unknown if appropriate nursing care was provided. It was unknown what medical intervention was provided for urinary tract infections, fungal infection and septic shock.